Event description:
It was reported that a patient underwent endometrial thermal ablation procedure in 2009. The patient had a small, sharply anteverted uterus, and was stenotic because of previous surgical biopsies. The surgeon had to dilate the patient prior to the start of the ablation. This created a false passage. The surgeon dilated again, and when the device was inserted, it went into the false passage. When the surgeon tried to insufflate, the pressure went high. The device was pushed further in, and tried again, before removing the device. After the surgeon removed the device, he looked with a camera and saw that the uterus was perforated. The perforation was small (1/4 cm). The thermal ablation was aborted and the surgeon proceeded with a sling procedure. As a result of the event, the patient was treated with an ancef two gram intravenous push bolus every eight hours times three doses. The patient recovered well and was discharged in ten hours.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.